Event description:
New information noted that the patient presented in clinic for follow-up with an out of range high voltage lead impedance alert. There were no other high measurements. No intervention was performed; the patient will continue to be monitored.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission revealed an alert for high voltage lead impedance greater than upper limit. All other electrical measurements were stable and in range. The patient¿s condition was fine. Programming changes were suggested. No intervention was reported.